Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately nine months post implant of this bioprosthetic mitral valve, the patient presented with exertional dyspnea and chest pain. The patient was admitted to the hospital, and a transesophageal echocardiogram (tee) showed severe mitral regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The transesophageal echocardiography was sent to medtronic and subsequently sent to a third party physician for echocardiogram over-read. A summary result of the echocardiogram over-read stated that there was moderate central mitral regurgitation (mr). The etiology of mr was not clear. The valve leaflets probably demonstrated mild focal thickening not typical for a bioprosthesis only 9 months after implantation, but also not typical for structural valve degeneration. The suggestion of a possible mobile echodensity associated with the sewing cuff raises the possibility of vegetation, and therefore the possibility of infective endocarditis. Based on the echo over-read and the limited information available, a root cause of the regurgitation could not be determined. The device remains implanted.

Manufacturer narrative:
Medtronic received additional information that 3 years and 2 months post implant the mitral valve continues to have moderate to severe regurgitation. The patient reports difficulty walking due to exertion. No interventions are planned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.